Manufacturer narrative:
Medical device lot for second tube 7034769. Medical device expiration date second tube 01/31/2018. Device manufacture date for second product is 02/03/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had gel migration issue.